Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported resistance was found when the spring wire guide was pulled out from the catheter and the spring wire guide was kinked. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported resistance was found when the spring wire guide was pulled out from the catheter and the spring wire guide was kinked. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an opened kit including the 2-lumen catheter, an unraveled guide wire, an ars syringe, a swg advancer, and an 18ga catheter over needle for analysis. Visual examination revealed the guide wire was unraveled from the distal weld and had two major kinks. The distal end of the core wire was broken and protruding out of the coil wire. The distal j-bend was misshapen. No defects or anomalies were observed on the catheter or the other returned components. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The separation point of the core wire at the distal end was discolored. Both welds appeared full and spherical. The kinks on the guide wire measured 210mm and 300mm from the proximal tip. The broken core wire measured 682mm in length, which is within the specification of 678mm-688mm per guide wire product drawing. Therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.840mm which is within the specification of 0.838mm-0.877mm per guide wire product drawing. The catheter body length measured 218mm which is within the specification of 207-227 mm per catheter product drawing. The catheter extrusion outer diameter measured 4.045mm, which is within the specification limits of 3.96mm-4.06mm per the catheter extrusion graphic. A lab inventory guide wire with the same diameter specifications as the guide wire involved with this complaint (.853mm) was inserted through the catheter. Little to no resistance was observed as the guide wire passed completely through the catheter body. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion". A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The IFU warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.